Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic cholecystectomy. The bag burst when the surgeon was attempting to try and take it our when the specimen was in the bag. The gallbladder fell into the abdomen. The bag did not fragment into pieces. The specimen was retrieved, but unsure if they used another inzii bag. The bag was discarded, not available for return. The bag did not come in contact with any other instruments. No patient injury. Sugeon stated that another surgeon had this similar issue several times. Patient status: no patient injury. Type of intervention: the specimen was retrieved, but unsure if they used another inzii bag.